Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ (B)(6) hospital, (B)(6) and (B)(6) institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from (B)(6) 2007 to (B)(6) 2020. The report indicates, ¿one patient developed a deep (early) infection 29 days after their open reduction and internal fixation of the distal femur. This patient originally presented for a periprosthetic distal femur fracture and required thigh fasciotomies and initial stabilization with an external fixator prior to definitive fixation. Following discharge to rehab, the patient developed signs of infections and was admitted to the hospital for further care of the infection. They underwent 2 irrigation and debridement but developed septicemia and respiratory failure that ultimately caused them to expire¿.

Manufacturer narrative:
The reported event of a patient death after they underwent irrigation and debridement from developing a deep early infection could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.     If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.